Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s device was hitting a out of regulation (oor) message because it was programmed in a specific way. The patient is going to meet with a manufacturer representative to have the device reprogrammed so that it doesn¿t hit oor anymore. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was having oor so the rep met with the patient. The rep said that contacts 8-15 were red/high impedances. The rep was able to program on the other lead to clear the issue. There were no factors that could have led to the issue and the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.